Event description:
It was reported that during a laparoscopic sigmoidectomy after torquing the device a handpiece error 3 was received. The doctor removed the instrument, reattached the instrument, tested the instrument and received an error 5 instrument error. The doctor decided to use an electrosurgical unit to convert the case to open and completed the case with no pt consequence. The handpiece was evaluated after the case and it was found the handpiece had been sterilized using steris and the 4-40 stud and mount were loose. The surgeon began the procedure using a scissor bovie and then the assisting surgeon made the recommendation to open the case.